Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump power up properly after battery installation. The insulin pump was received with operating currents within spec. The insulin pump passed self-test and displacement test. Pump trace download analysis confirmed the pump alarmed power error and low battery alert. The power management tool confirmed power error and low battery alert was triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector on, the pump was monitored and functioned properly.

Event description:
It was reported that their insulin pump had a battery power error alarm. The customer's blood glucose level was not provided at the time of the incident. The customer stated that battery issues. Troubleshooting was not provided, nothing was cleared. The insulin pump will be returned for analysis.